Event description:
It was reported that air ingress occurred. A faradrive steerable sheath clear was selected for use. When the farawave catheter was inserted into the sheath, continuous air aspiration was observed, and the sheath was subsequently replaced. The procedure was completed successfully using another faradrive device. No patient complications occurred.